Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation was performed. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: during a follow up call on (B)(6) 2011, the facility nurse indicated she has no further information related to this event. Reportedly, the patient was initially admitted to the hospital with gastroparesis and contracted peritonitis while hospitalized. No information is available regarding this event or the interventions required. The patient was transferred to hemodialysis. No additional information will be provided.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, h10j30047, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
Baxter sales representative reported that the nurse indicated the hp experienced peritonitis on (B)(6) 2011 and was hospitalized on (B)(6) 2011. The patient is currently in the intensive care unit (ICU). Reportedly, the nurse alleges the peritonitis is due to use of the luer-type cassettes. No further information is available at this time.